Event description:
The catheter was found kinked when removed from the package. The physician pulled another from the shelf and completed the case.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.